Event description:
The user reported that during a angiographic procedure of the aorta the catheter leaked just below the hub at the strain relief. The device was discarded at the hospital. No harm or injury reported. This is one of two reports for this complaint: 1628221-2012-00009, 1628221-2012-00010 - this report.

Manufacturer narrative:
Device evaluation: the device will not be returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine an exact root cause of the reported failure without the device. Method: process evaluation.